Event description:
The customer reported that the unit shutdown after approx three minutes while operating on battery power. The pt was switched to another unit and therapy was continued. No pt injury was reported.